Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (acinetobacter baumannii) was misidentified as moraxella (formerly branhamella) catarrhalis. The user verified the final result using bacterial culture. No health impact or consequence reported. This is report 16 of 17.